Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the patient died. In (B)(6) 2012, the patient was presented with asymptomatic myocardial ischemia. The target lesion was located in the proximal right coronary artery (rca), left main trunk and proximal left anterior descending (lad) artery. Following predilation, a 3.5x24mm non-bsc stent was deployed on the left main trunk and proximal lad at 10 atmospheres. Following predilation of the proximal rca, a 3.5mmx16 promus element everolimus-eluting coronary stent system was deployed at 10 atmospheres. The procedure was completed and the patient was discharged without a problem. In (B)(6) 2016, the patient died and the cause of death is unknown.